Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use of implantable pulse generator (ipg), the patient complained of pain at the implant site, and swelling. The patient also reported that an arrhythmia had occurred at an unspecified time. The ipg remains in use. No further information obtained. No patient complications have been reported as a result of this event.